Event description:
It was reported that this right atrial lead exhibited a pace impedance measurement of greater than 2000 ohms. In addition, noise and oversensing was observed. Technical services discussed programming options with the health care professional. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).